Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the guidezilla ii guide extension catheter. The shaft, collar, and tip were microscopically and visually examined. Blood was present on the outside of the collar. Inspection of the device revealed that the shaft was kinked at the distal end of the collar and the collar shaft was partially detached with the metal portion of the collar damaged and pulled away from the shaft due to the shaft material being kinked severely at this location. Product analysis confirmed the reported event, as the shaft was kinked at the distal end of the collar.

Event description:
Reportable based on device analysis completed on 02jul2021. It was reported that the device was kinked. The 80% stenosed target lesion was located in the proximal part of left anterior descending artery. A guidezilla guide extension catheter was selected for use. During preparation, after unpacking the package, the connecting part of the guidezilla was kinked. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the collar shaft was partially detached.